Event description:
The nomosstat software performs a check to verify that the user has properly attached the autocrane clamps to the couch rails once the "setup complete" button is pressed. In the event that the clamps were not securely attached to the accessory rail prior to the user pressing the "setup complete" button, the following message would be displayed: "the autocrane is not properly clamped to the couch. Check the autocrane clamps and press 'next' to try again." There was a software issue where the system would erroneously expect the autocrane clamps to be tightened without the autocrane position being changed. If the autocrane was moved closer to or further away from the couch during the process of clamping it to the accessory rail, the pt position for that treatment session would be incorrect by the distance that the autocrane was moved. A site physicist reported that when using the nomosstat system the error indicating that the autocrane was not properly clamped to the couch was observed. Personnel pressed the 'next' button after fastening the clamps to the rail, but noticed an off-set and went back to 'pt set up' and re-positioned pt. The site staff confirmed the correct pt position prior to treatment. Pt treatment was not affected by the software issue and no pt injury resulted. This has been corrected at sites where the device is in use.

Manufacturer narrative:
The nomosstat system contains a binary multi leaf collimator, an automated couch moving system (autocrane) to index the couch to the correct treatment position, and a software based control system that manages the automation of the 2 devices. The autocrane is physically mounted on the side of the couch and attaches to the couch rail so that it can move the couch top. The nomosstat control software manages the automation of the treatment and the movement of the couch via the autocrane. The clinician is to position the pt by moving the treatment couch. Once the pt's position is correctly established, the autocrane clamps should be attached to the couch rail. After these events have occurred, the user is to instruct the nomosstat system that the pt is properly setup by pressing the "setup complete" button in the nomosstat software. The nomosstat software performs a check to verify that the user has properly attached the autocrane clamps to the couch rails when the "setup complete" button is pressed. If the clamps were not securely attached to the accessory rail prior to the user pressing the "setup complete" button, a message will be displayed as described in section 5. The software error could only occur if the autocrane was used to position the pt for treatment, the customer had not attached the autocrane clamps to the treatment couch rails when the "setup complete" button was pressed, and the user followed the on-screen guidance and manually moved the autocrane to attach it to the treatment couch rails. A technical bulletin (refer to attachment 1) was sent to customers to describe the issue and provide instructions to prevent its occurrence. A software patch which corrected the issue was then installed at sites where the system is in use. (See add'l scanned pages.)